Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported a pt with anterior cell growth over the center of the lens following an intraocular lens (iol) implant. A yag laser procedure was performed. Additional information has been requested. A completed questionnaire has not been received.